Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 no device problem found. Investigation summary: product complaint pc-000932040 logged in for voc performance - breakage suture on date (B)(6) 2021. Below is the detailed analysis of retain sample against mentioned voc. Complaint sample: complaint sample was not received for investigation. Batch record review: as a part of further investigation batch manufacturing record was reviewed for code vp2404 lot t0003. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to processing of this incident lot. Retain sample investigation: five retain samples of incident codes vp2404 and lot number t0003 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed.the needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 3.975 kgf and value at the time of finished good release was found to be 3.639 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 2.680 kgf. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.the reported incident was one and isolated case for code vp2404/t0003. No other event was reported for same description from other parts of country. Hence, this complaint could not be confirmed.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Component code: (B)(4): device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? What is the device return status? What is meant with "foil broke"? Please provide more details. Based on the following statement: in 1 foil of one of the product code, thread was detached in foil itself; could you please indicate which product is related to a pull-off suture needle issue? Is this event related to an issue with packaging? What was used to complete the procedure? In relation to needle, what is the approximate location of suture breakage? Did the suture separate completely? What tissue was being approximated or sutured when it broke? Was there any adverse consequence associated with the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. This event is related to 2210968-2021-06411, 2210968-2021-06409, 2210968-2021-06410. Trade name: (B)(4), active ingredient(s: triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a urological procedure on (B)(6) 2021 and suture was used. In a foil packet, the thread was detached within the foil itself. The suture also broke during the procedure. No adverse patient consequences were reported. Additional information was requested